Event description:
It was reported that during a da vinci sacrocolpopexy procedure, the maryland bipolar forceps instrument cables were frayed and exposed on the ends. The instrument was not grabbing or holding in place. The planned procedure was completed and no patient harm, adverse outcome or injury was reported. No fragments fell into the patient.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, no frayed cables were present. Failure analysis found that intuitive motion was not being experienced because both pitch cables were found loose at the wrist. The clevis did not exhibit any damage or wear marks. Both cable crimps remained in the clevis. The housing was removed and the pitch cable was found loose at the clamping pulley but no loose clamping pulley screw was found. The instrument passed electrical continuity testing. Failure analysis also observed that there was insulation damage on the distal end of the main tube. Material was missing. The surface of the main tube appeared to be scraped off in various areas. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the tube abrasions with material removed, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.